Manufacturer narrative:
Literature reference: https://doi.org/10.1016/j.jcin.2018.03.009. If information is provided in the future, a supplemental report will be issued.

Event description:
The study sought to investigate the long-term clinical effects of stent generation and stent strategy for left main coronary artery (lmca) bifurcation lesion treatment. From february 2002 to september 2013, a total of 1,353 patients were selected as the study population. Pci procedures were performed according to current practice guidelines. Drug eluting stents used during the procedures included endeavor sprint and resolute integrity drug eluting stents. Clinical outcomes included mace, cardiac death, mi, tvr and stent thrombosis.